Manufacturer narrative:
Updated h10. H10: vyaire medical verified the reported high pressure oxygen fitting leak, missing screws problem. Visually inspected the vent and confirmed that the inlet of the o2 blender is missing screws. Connected a known good o2 hose to the vent and confirmed the reported oxygen leak. Replaced the missing screws and the leaking stopped.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported high pressure oxygen fitting leak, missing screws issue on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.